Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported the pump head of the x-ray cooling unit was not operational and needed to be replaced. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation could not clarify the root cause and no systematic error was found. During the investigation, the returned part was found to be working properly. The pump was disassembled and the water filter was found to be clean. A white coating of chalk deposit was observed on the internal side of the pump cover plate. After removal of the rotor, a deposit was also observed at the internal side of the pump chassis. The rotor plates and pins did not show any traces of unusual damage. According to expert opinion, the pump most probably became temporarily stuck by a chalk pollution that dissolved afterwards, e.g. During transport or dismounting. This conclusion is indicated by the chalk remains found after disassembling the pump. The affected part has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.